Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: d2, d3, d4, g1, g4, and h4.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 151624 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / 195-260 / lot 151624 and test device 195-430h / lot 145262r. Quality control release testing met specifications with no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert statements. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive result with the binaxnow covid-19 ag self test on a direct tested nasal kitted swab. Pcr confirmation testing performed two days after binaxnow covid-19 ag self test generated negative results (CT values not provided). The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.